Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason.